Event description:
The hcp checked the logs and there was a motor stall and recovery noted in the logs. That was a result of an MRI the patient had on (B)(6). It was indicated that this was ¿normal functioning¿ of the pump during an MRI. It was unknown if the patient experienced any symptoms, drug information or how long the stall was. Further follow-up is being conducted to obtain the information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).